Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. No alarm was noted for a compromised force sensor system. The insulin pump had cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. The insulin pump had normal operating currents and no battery alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm and other alarms. The blood glucose reading is 321 mg/dl. The insulin pump will be replaced. Nothing further reported.